Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. Tibia and talus, inbone or invision, add stems, complications based on patient factors after implantation".